Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula and infusion site infection or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod. The patient experienced pain and developed an infection (undiagnosed by hcp) from the infusion site, when removed the pod's cannula was found bent. As treatment, a manual injection of insulin was given.